Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 25 to 48 mg/dl at the time of the incident. The customer was at 111 mg/dl at the time of the call. The customer was food, glucose tablets, and intravenous glucose to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Before the low incident, the customer was at 300 mg/dl the previous night. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).